Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited e216 scope communication error. In addition, the adhesive area of the curved rubber was missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the imaging unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.